Manufacturer narrative:
The customer¿s report of a burning odor was not confirmed; however, thermal damage was present at the left iui connector. The pcu event log recorded that the event occurred on 11/nov/2018. Visual inspection showed that the left iui connector had evidence of thermal burns to pins 14 and 15, at the top of the connector, its gasket and in the same vicinity of the rear case. The right iui connector had evidence of what is believed to be dried fluid and evidence of corrosion forming. The left iui connector had a measured short across pins 14 and 15. It was determined to be the source of the thermal incident. The concomitant lvp mated to the suspect pcu at the time of the event was not returned for investigation. The root cause of the customer¿s experience is the thermally damaged left iui connector that was shorted at pins 14 and 15 from fluid ingression.

Event description:
The biomed reported a burning smell and burnt iui connectors were observed on a pc unit which had been sent to clinical engineering for evaluation. No patient harm occurred as a result of the event, and although requested, no other event details are available.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The biomed reported a burning smell and burnt iui connectors were observed on a pc unit which was sent to clinical engineering for evaluation. No patient harm occurred as a result of the event, and although requested, no other event details are available.